Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ¿jumpy shocks¿. An interrogation shows that the right ventricular (rv) lead had high impedance on the superior vena cava (svc) coil. The lead was reprogrammed with the svc coil turned off. The lead remains in use. No further patient complications have been reported as a result of this event.